Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a collet in the reported problem area of the pipette assembly was stuck. Three new tip clamps, a new tip clamp sleeve, lld contact spring, and plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.